Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an ablation procedure, high capture threshold was noted on the right atrial lead. The physician suspected that the catheter used during the ablation procedure caused the lead to dislodge. A lead revision was performed to reposition the lead successfully and the patient was in stable condition.